Event description:
It was reported that the dragonfly optis imaging catheter was intended to be used in the left anterior descending artery (lad) lesion. However, the imaging catheter displayed abnormal images. Therefore, the imaging catheter was removed from the patient, and the procedure was completed with another dragonfly. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified guide wire exit notch was stretched and torn distally for 3.5 mm. No additional information was provided.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported poor imaging was unable to be confirmed. The guide wire exit notch was stretched and torn. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported poor imaging appears to be related to operational context. The optical fiber of the catheter was noted to be broken during the returned device testing, which caused the reported poor imaging. The stretched and torn guidewire exit notch is consistent with the catheter being inserted onto a guidewire but is not related to the reported poor imaging. In this case, it is likely that either the patient anatomical conditions or the use techniques employed caused the optical fiber break. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.